Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed, and product found in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and accuracy testing were performed. According to the investigation, the reported "fails accuracy" problem was not duplicated. During the investigation, test results of -1.36%, 0.95%, and 0.22% were all within the internal spec of +/- 3.0%. The investigation reported that the pump will undergo standard preventative maintenance.

Event description:
Information was received indicating that during bench testing of this smiths medical cadd legacy pump, the pump failed accuracy by -6.3%. No reported adverse effects.